Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator experienced non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing. The patient was asymptomatic and there were no patient consequences.